Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was watching tv and using tv ears and after taking them off noticed that the patient's heart rate "went way down". It was suggested to followup and discuss these symptoms with their physician. The device remains in use. No patient complications have been reported as a result of this event.